Event description:
It was reported that the patient was having problems with his cochlear implant. He reported he began having poor sound quality that was distorted and very quiet. When asked if he had any recent head trauma, he reported that he was playing flag football yesterday and fell and hit his chin on the ground. Inspection of the skin flap area did not reveal any bruising or redness. Testing, however, showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. It is should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.